Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the trocars are leaking pneumo. There was no patient consequence. The case was completed with the devices. The devices were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.